Manufacturer narrative:
The customer's report of a programming error was confirmed. On (B)(6) 2015 at 3:24 pm, hydromorphone (concentration ...mg/...ml) was initially programmed to infuse from a 30ml syringe with a volume of 28.2687 ml at a calculated concentration of 0.2 mg/ml. From 6:12 pm to 11:56 pm, 4 dose requests successfully infused at 1ml each for a total of 4ml. At 11:35 pm, the pc unit was powered off. On (B)(6) 2015 12:32 am, the door and syringe clamp were opened; hydromorphone (concentration 30mg/30ml) was reprogrammed as a standard concentration to infuse from a 30ml syringe at a concentration of 1mg/ml. No doses were delivered at this concentration. Subsequently at 12:35 am, the door was opened; hydromorphone (concentration mg/ ml) was reprogrammed at a concentration of 0.2mg/ml, which was the initial concentration. From 5:07 am to 6:49 am, 3 dose requests successfully infused. At 6:53 am, the door was opened and the channel off key was pressed. The root cause of the customer's report was identified as due to a user programming issue as the incorrect drug concentration was selected during the reprogramming which changed the intended drug concentration, however, no doses were given at the unintended concentration.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a pca dose/rate discrepancy when the patient was transferred to the acute care floor from pacu post knee surgery. The ordered dose was 0.2 mg/ml every 10 minutes with 4 hour limit of 3.6 mg; however the pca ratio was set at 1 mg/ml instead of the ordered 0.2 mg/ml in a 30 ml syringe. The dose was checked upon arriving to the med-surg floor by two nurses however the incorrect dosage was found at midnight the same night. The customer would like a log review to determine when the change was made so education can be targeted to the correct staff members. No patient harm or medical intervention was reported. Although requested, no additional information was provided.